Event description:
The customer initially reported that the jaw wire coating had been sheared, exposing metal. There was no tissue damage and no pt injury. The device was returned and a visual inspection confirmed that the device wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.